Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that there was an increase in capture threshold that resulted in a loss of capture and undersensing on the right atrial (ra) lead due to ra lead dislodgement. During the replacement procedure, it was noted that the helix would not extend from the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.